Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 and 2.2 studs broken. A field service engineer (fse) found that drawers 5.2 and 2.2 would not stay closed. Troubleshooting revealed broken studs on both drawers. Fse replaced the drawers. An inventory count was completed, and the customer successfully recovered the drawers. The system functioned as intended after the field service engineer repaired the device.